Event description:
During a pinning of a 5th finger, the physician inserted a fixation wire which became "jammed" in the wire driver. While attempting to pull the wire driver away from the wire, the physician received a puncture wound from the wire in the palm of his hand. There was no delay in surgical time as a result of this injury and the severity of the injury is not known to the manufacturer.